Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Insulin pump received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Pump received with operating currents within specification. Pump monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and then for more than 10 minutes. No unexpected replace battery now, power loss, or insert battery alarms noted during testing. Power management tool shows that the backup battery loaded voltage and unloaded voltage was within specification range. Pump also received with scratched case, cracked select button keypad overlay, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.

Event description:
It was reported via phone call that customer receiveed a low battery alert, replace battery alert twice and then experienced a power loss. Caller was not able to get unsulin pump to turn on even after battery change. Caller reported that pump eventually came back on, but it took some time. Customer's blood glucose was unknown. Insulin pump would need to be replaced.